Event description:
On june 27, 2006 the lay user/patient contacted lifescan alleging that her one touch ultra was "not working" but did not provide any specifics how the meter was not working. The medical affairs specialist sent a letter on july 5, 2006 since the patient could not be reached by telephone to obtain/verify information. The following information was obtained at the initial call with the customer care advocate (cca). The patient was having symptoms of frequent urination, thirst, hunger, and feeling tired; however, she was unable/unwilling to report if she tested on the meter at the time of concern. Because of the alleged issue, the patient saw a doctor about two weeks ago prior to contacting lifescan where she got a "498 mg/dl" on the doctor's meter and was given insulin. The customer care advocate (cca) walked the patient through trobleshooting and verified that the meter would turn on successfully. The cca also discovered that the patient was using expired test strips. It would be helpful to obtain the following information: when the meter stopped "working," how long she was unable to test her blood glucose, the patient's testing frequency, when her symptoms started, if the patient attempt to treat her symptoms, and if the patient made any adjustments to her diabetes care because she was unable to test on her meter. Based on the provided information, this complaint is being reported because the patient was unable to test on her meter, experienced high blood glucose symptoms, and eventually required insulin treatment from her doctor. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.